Event description:
It was reported that the event involved a male pt while in the cath lab. Before removing the intra-aortic balloon (iab) from the tray, the fiberoptix sensor (fos) connector was connected to the intra-aortic balloon pump (serial number (B)(4)). The pump gave an "fos signal weak." When the cal key was connected, the pump read both the fos connector and the cal key. The md inserted the iab through the teflon sheath via left femoral artery, but there was no ap pressure on the monitor of the pump during insertion. As a result, the pump was switched out for a competitor pump along with a competitor iab, with iabp therapy continued on as planned. According to the customer, the pump almost always gives an "fos signal weak" alarm when an fos connector is connected. The pump will be checked by (B)(4). There was no report of pt death, complications or injury. No medical/surgical intervention was required. There was a 15 min delay or interruption in therapy noted with no harm to the pt. The pt outcome is good. Reference MDR #1219856-2012-00249 for the iab report involving the same pt.

Manufacturer narrative:
(B)(4). Device will not be returned for eval. F/u report will be filed if additional info becomes available.